Event description:
It was reported that the neurostimulator was implanted without problem, but when impedance's were run, all the connections came up with >4000 ohms. The physician unscrewed the set screw, cleaned the lead and tried again. Same result with impedance's, all >4000 ohms. The physician noted that he thought there was a problem with the set screw. It would not properly screw down to hold lead. Another neurostimulator was used to complete the case. Implant took place without further issue.